Manufacturer narrative:
The device referenced in this report will not return to olympus for evaluation. The most likely cause is attributed to repairs previous performed by a third party entity. The scope was purchased on 3/21/2014 and was last serviced by olympus on 7/1/2014. The instruction manual contains several warning statements in an effort to ensure that the device is repaired by olympus in an effort to prevent potential patient injury;l "equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Repairs performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair. The probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and as the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance at the facility should inspect the items specified in this manual periodically.¿

Event description:
Olympus was informed that at the end of a diagnostic bilateral retrograde pyelogram procedure, the distal end of the scope was damaged when it was removed out of an unspecified sheath device. Light fibers were observed falling into the patient. The surgeon flushed out the light fibers from inside the patient. No additional devices were needed to complete the procedure as this occurred during removal of the devices. No patient injury was reported. Olympus was informed that the ureteroscope was returned to a third party manufacturer for repair and will not be returned to olympus for evaluation.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from nwb to fgb.